Event description:
It was reported by pt's attorney that pt underwent a hip arthroplasty in 2007, in which pt received a durom acetabular cup. Post op, pt experienced pain and pt's surgeon recommends a revision.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.